Event description:
In 2008, the pt reported an elevated blood glucose reading of 510 mg/dl. Symptoms were vomiting and fatigue and she treated her reading by giving herself an insulin injection. She stated that over the past 2 weeks, she has had erratic readings from 45 mg/dl to 510 mg/dl. Symptoms of her low readings are feeling hot and sweaty. She said she eats yogurt to bring her readings up. During troubleshooting, she stated she has not received any alerts or alarms on her insulin infusion device. She said she changed her infusion set, piston rod, cartridge and adapter on two days earlier, but did not change the device batteries. The batteries have an expiration date of 11/2008. She said on the next day, her device would not prime but gave no alarm. The pt was instructed to change the battery and perform a prime, but she stated no insulin came out of the tubing. She removed the tubing but there was still no insulin coming out. The device did not give any alarms. She said she could hear the motor running when trying to prime. The pt stated she was part of a trial for a continuous blood glucose monitoring system for 2 weeks during part of this period of erratic readings. The pt stated her reading has decreased to 403 mg/dl. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.